Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for these device serial numbers have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg/csl was manufactured. The device met material, assembly, and quality control requirements. Csl device information: (B)(4) manufacture date: 2024-11-05 part number: 100063-212. Cvrx ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2025, and two sutures were used in fascia to anchor the ipg. The patient began experiencing tenderness and swelling near the ipg pocket on (B)(6) 2026. The patient visited the emergency room on (B)(6) 2026 and was told everything looked fine. It was noted no vascular or heart failure physicians or cvrx was contacted. The patient was admitted to the hospital on (B)(6) 2026 for a device/implant complication. Imaging was obtained, and it appeared the slack in the csl lead was no longer present. A procedure was performed on (B)(6) 2026. It was noted that the original ipg sutures were no longer attached, and, in the opinion of the physician, the stress caused the strain relief tab to disconnect as well. In the opinion of the physician, the patient either manipulated the ipg or the suture knots came loose. A pocket washout, ipg replacement and placement in antibacterial pouch, and lead revision to recreate the strain loop occurred. Cultures showed methicillin-resistant staphylococcus aureus (mrsa) present. The patient was discharged on (B)(6) 2026, and the pain and swelling had resolved at discharge. The patient was to receive IV antibiotics for six weeks, and oral antibiotics for an additional six months.